Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet bionic pancreas on the second day of pump therapy experienced an unexpected low blood glucose of 58 mg/dl without recent physical activity, meal announcement, or new medications, and the person self-treated with approximately 4 oz of orange juice and glucose tablets per guidance. Symptoms included hypoglycemia. Outcomes included medication required to treat the event. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.